Event description:
The physician reported during a procedure on a basilar truck lesion (severe tortuous anatomy, moderate calcification), a successful stent deployment was performed. The physician experienced difficulties to remove the wire. The wire remained stuck in the stent strut and eventually the physician managed to remove it until the middle cerebral artery. A guide catheter was used to remove the whole system and the patient was admitted to the ICU. Final result of the procedure was reported as acceptable considering the clinical situation of the patient. Subsequently, the patient died in ICU. Cause of death was not reported.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation as it was disposed by the facility. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information becomes available, a supplemental report will follow.